Event description:
It was reported that sometime post port placement in pediatric patient, the catheter allegedly cracked. Reportedly, the body movement of pediatric patient is intense. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported cracked catheter as a longitudinal split was noted to the catheter approximately 4.8cm from the distal end of the cath-lock.two electronic photos were provided for review. The first photo shows the overall view of the MRI powerport and the attached catheter. The catheter looks flattened at a particular area. The second photo shows the port attached to the catheter. A longitudinal split was noted on the catheter and the split area was yellow in colour. The longitudinal break with a flattened catheter at the area of the break is a characteristic of pinch off. Based on the photo review, the investigation can be confirmed for fracture.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I implantable port products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore, a review of the device history records could not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I implantable port products is identified.

Event description:
It was reported that sometime post port placement in pediatric patient, the catheter allegedly cracked. Reportedly, the body movement of pediatric patient is intense. There was no reported patient injury.